Manufacturer narrative:
Final analysis found a xena ic anomaly which resulted in backup vvi mode. This malfunction is consistent with a xena ic cold temperature sensitivity.

Event description:
It was reported that a pacemaker was in backup vvi mode during device preparation for a procedure. The device was not used. No patient was involved.